Manufacturer narrative:
Date of event is unknown. Therapy date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 1627487-2021-13771, 1627487-2021-13772. It was reported that the patient was experiencing ineffective therapy with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the drg system was explanted.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.